Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Event description:
Child came in for blood testing on friday 11/19. The warmer was placed on childs finger to do the finger stick. The mother said the childs finger stayed pretty red and the next morning she had several tiny blisters where the warmer burnt the child. The mother stated she has taken pictures and documented the incident.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned, which limited the investigation. Evaluation of the returned device found a needle strike mark at the posterior foot. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket. Therefore, the reported needle-to-cuff miss event is confirmed. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.